Event description:
This is a spontaneous case report received from a medical doctor in united states on 30-jan-2015 which refers to a female patient who had essure (fallopian tube occlusion insert) inserted in may-2014 or aug-2014. The hsg (hysterosalpingogram) was performed in (B)(6) 2014 and revealed that one tube had perfect placement, but the second device had very distal placement at the fimbria end of the tube. The physician was planning on removing the device and tube on a future date. No causality assessment was provided. Product technical complaint investigation received on (B)(4) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 13-mar-2015: patient's initials were updated. Essure was placed by another physician; however he stated that he might have the lot number from a note from the provider. The physician will provide the requested information. Follow-up information received on 24-mar-2015 and ptc investigational result received on 31-mar-2015: demographic data were added. She was (B)(6) at time of the events. Patient had essure placed bilaterally on 23-may-2014 for sterilization. Lot number (b21581) and expiration date (23-apr-2016) were provided. On (B)(6) 2014 she underwent an hsg which showed proper placement in the left tub, right tube had distal placement; proximal end of coil 230mm from uterine cornu (malplacement according to reporter). On 06-jan-2015 the patient was seen by the reporting physician to schedule a laparoscopic coil and right tube removal. On 12-mar-2015 laparoscopy and right salpingectomy but the coil was not visualized. Intraoperative x-ray showed presence of both coils, but the physician could not identify or remove the right coil. (B)(4). Final assessment: production date: 4/2013, expiration date 30-apr-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. Five further ae case reports have been received to date in relation to the reported batch, of which one case refers also to a similar adverse types of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 09-apr-2015: no new information from ptc team. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram (hsg) revealed that one device had very distal placement at the fimbria end of the tube, a laparoscopy and salpingectomy were done but the coil was not visualized. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). Therefore, given the nature of the reported event a causal relationship with essure cannot be excluded. This case was regarded as incident due to the reported laparoscopy and right salpingectomy. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.